Event description:
Additional information was received that the caller called back and wanted to get a replacement recharger because the replacement cord did not resolve the issue. The caller was not with the patient and conferenced the patient in to attempt to troubleshoot. Patient was difficult to understand. Caller was going to facetime with the patient to see what they were seeing. Called caller back and he reports that the recharger is actually charging, but the patient is unable to charge their implant. Advised caller to have the patient start a charging session with the green button while the recharger is plugged into the wall. Called caller back and they confirmed that it is charging and working as intended. The caller was able to see the coupling boxes and the caller was able to get 8. The patient charges daily and will charge again tomorrow and monitor for any issues.

Manufacturer narrative:
Additional information has been captured in b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient had a broken desktop charger connector pin. A request was sent to repair to replace the desktop charger.

Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 37761, serial/lot #: (B)(6), ubd: , UDI#: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.